Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported that during use of the vigilance ii monitor, the monitor did not display the data correctly. Further information was unable to be obtained. No patient compromise was reported. No other system-related devices were reported as suspect. Inquired of patient demographics, unable to be obtained.

Manufacturer narrative:
Additional information was obtained to clarify that after the vigilance ii monitor was powered on and the swan ganz catheter was connected, error message ¿check the catheter connection¿ was observed when the data did not display correctly. Based on this information, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.